Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridges did not fit onto the pump. Customer reported seeing a loose screw on the pump. There was no reported adverse impact to the customer's blood glucose level. Customer reverted to using an old pump.